Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), product type lead; product ID: 97754, serial#: (B)(4), product type recharger; product ID: 97740, serial#: (B)(4), product type programmer, patient; product ID: 977a160, serial#: (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported patient was normally set at 4.50, which worked for her, but on the day of the report they got it up to 9.5 because she was in a lot of pain and they would rather take it out with the device than with morphine. The patient was on scheduled morphine and oxycodone, but it was a hit and miss sometimes. It worked and sometimes it was not worth a darn. They had an understanding that the stimulation level was designed to adapt to the patient's pain when the pain level increased. They asked if that was true because now they had to adjust stimulation manually. It was noted that their healthcare provider (hcp) told them about high frequency stimulation. It was also noted that reprogramming had not been working for stimulation to cover the pain in the patient's hips. For the first month or so or lying down, the patient was at 3 and never had a problem or would get pain in the middle of the night, but she had a lot of hip pain now. In the beginning it was simplified because when they got pain it was going to take care of it. They were supposed to run the leads to go to her hip as well to control the pain but after it was done they didn't know she had hip pain. They had met with a manufacturing representative (rep) trying to fix the hip pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had two back surgeries. The first one worked for their left side and then they had the second one done for their right side which did not work as well. The patient had a trial which worked well so they had a device implanted. The implanted device worked well. The patient noted that they charging more than expected. Their main concerns were recharging duration and frequency. They had to charge every 3 days and it charged over 5 to 7 hours. The patient usually kept their stimulation at a 4. Sometimes they would increase the stimulation to 9 for about 5 minutes to cover their pain but this made it difficult for the patient to walk so they would decrease it to a 7 and then to a 4. The patient had bad pain about an hour prior to the report and it was thought that the pain was because the patient waited too long to increase their stimulation. Sometimes stimulation being at 4 would cover the patient's pain for 10 hours and sometimes it would last 24 hours before they had to increase it. This had been the case since implant. The patient met with a manufacturer representative on (B)(6) to program adaptive stimulation. At the appointment the patient was having a lot of pain in the upper part of their right hip and thigh. The manufacturer representative spent 2 hours trying to find programming to help decrease the patient's pain. The trial effectively covered this pain. The patient's doctor was going to meet with manufacturer representatives to determine if the lead would cover the patient's pain area. There was a possibility of a revision. Adaptive stimulation was never turned on. The patient was getting tingling from the stimulation but not full relief of pain. Recharging was reviewed and the patient found a good way to hold the recharger in place so they could move a little without losing any coupling bars. The patient's recharging was as expected. It was unknown if the patient was getting 50% or greater symptom reduction but they were receiving effective therapy. It was noted that a month ago the patient had pain and they used the pp to adjust stimulation and the pain went away. The patient had another appointment scheduled for (B)(6). It was later reported that the patient just needed a face to face with team to discuss her anxiety. The patient was doing well. It was later reported that therapy was supposed to be adjusted to 4 settings: laying, sitting, standing, and walking. The manufacturing representative (rep) wanted to make thing simple and did one program for laying and one program for sitting, standing, and walking. 4.5v was set for laying, which was good, and 5.5 for the three other settings. They never had to adjust the setting for 4.5v for laying and a healthcare provider (hcp) gave the patient a shot for hip pain that lasted for 4-5 days. The hcp was going to be giving the patient another shot for hip pain. They never had to do an adjustment with the patient programmer (pp) for a long time. When they increased stimulation from 5.5 to 8.5v, the patient got tingling but the pain was still there and if they increased stimulation higher the legs got weak and the patient could fall when walking around. He was told to increase stimulation to get rid of the pain then decrease stimulation back down. Last night the stimulation was at 8.5v for 3 hours and it never took the pain away. They wondered if the stimulator or pp was doing its job and if something was wrong the device. When he adjusted stimulation to 8.5v, it switched back to 5.5v but the second time they adjusted stimulation, it saved the 8.5v. The pain stimulator was for leg pain and pre-existing hip pain but the therapy was not covering the hip pain because they did not put the wire to cover the hip.